Event description:
In 1987 bil breast aug with surgitek 270cc each. Patient now desires to be smaller. In 2008 patient underwent bil capsulectomies and implant removal. Implants removed intact - patient augmented with mentor 200cc gel implants - bil mastopexy.